Manufacturer narrative:
The sodium and potassium electrodes' lot numbers and expiration dates were not provided. The qc was acceptable. The provided data showed multiple abnormal aspiration (sample probe) alarms for the week prior to the event. The field service engineer replaced the sample probe arm assembly. The instrument was performing within specifications and returned to service. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode and potassium electrode results for 4 patients' samples tested on a cobas 8000 ise 1800 module. Sample 1, sample 2, and sample 3 were tested for sodium: sample 1: initial result: 124 mmol/l. 1st repeat result: 142 mmol/l (tested on ise 4). 2nd repeat result: 141 mmol/l (tested on ise 1). Sample 2: initial result: 116 mmol/l. 1st repeat result: 141 mmol/l (tested on ise 3). 2nd repeat result: 142 mmol/l (tested on ise 2). Sample 3: initial result: 113 mmol/l. Repeat result: 141 mmol/l (tested on ise 3). Sample 4 was tested for potassium: initial result: 4.7 mmol/l. Repeat result: 5.4 mmol/l (tested on ise 3). The low initial results prompted the repeat of the samples. The results with higher values were deemed to be correct.